Event description:
During a surgical procedure, the tip of a handheld arthroscopic grasper broke. The metal tip was removed intact from the pt's left knee by the surgeon performing the procedure. No harm to the pt.